Event description:
In ed, the loop would not flush. No known patient harm. Delay in care. In ed, the loop would not flush. No known patient harm. Delay in care, 3 days later. This is report number 8 for the same product with the same problem that it will not flush. Manufacturer response for set, administration, intravascular, maxplus (per site reporter): will obtain. Manufacturer response for set, administration, intravascular, maxplus (per site reporter): will obtain.